Manufacturer narrative:
Internal complaint reference (B)(4). Postal code (B)(6).

Event description:
It was reported that, a mi z handle acet reamer was broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.